Event description:
It was reported that in using the rear rotation knob, it was noticed to be loose and starting to strip. The customer has reported that the probe became stuck in the sample mode and the cutter would not return into the knock out pin. The dr was able to remove enough specimen for an adequate biopsy. There were no reported consequences to the pt.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green/blue cable and lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.